Event description:
The plaintiff's attorney alleged that the decedent experienced atrial fibrillation and other injuries on or about (B)(6) 2010 resulting in death after the use of the product.

Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products.